Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received in good visual condition. The jaws were found properly aligned. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected and then, it locked out as intended. It could not be determined what may have cause the found condition. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip ejected. The ejected clip did not fall into the patient. It was unknown which firing of the device this event occurred on. There was neither unexpected resistance nor noise. Another device was used to complete the case. There were no adverse consequences to the patient. After this event, the device was fired out of the patient.